Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a and d6b added f6/f8-should have been left blank on manufacturer device report 1220648-2023-05265.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient was agitated and there was an "impella in aorta" alarm. The physician was able to re-advance across the aortic valve with echo but the sterile sleeve was torn and was patched with tegaderm. Additional information received stated that the sterile sleeve was torn by the physician when repositioning. There was no patient harm.